Event description:
The user stated they were getting short sample errors and had one sample with erroneous results. The sample in question was run in a barcoded micro sample cup poured over from the primary 5.0 ml bd red top sst tube lot 9135321-2010-05. The initial total bilirubin result was 0.77 mg per dl, initial ck result was 131 u per l and initial creatinine result was 0.11 mg per dl. The initial patient report had a data flag on several assays and the instrument performed an automatic rerun. The repeat testing was performed using the same sample in the micro sample cup. The repeat total bilirubin result was 0.75 mg per dl, ck was 1552 u per l and creatinine was 1.35 mg per dl. A second repeat of the sample was performed with a total bilirubin result of 0.70 mg per dl, ck of 1556 u per l and creatinine of 1.39 mg per dl. No erroneous results were reported. No corrected report was needed and no treatment was given to the patient. The field service representative determined the probe was misaligned and he aligned the probe and track system. To verify the analyzer operation, he observed proper operation during initialization and ran calibration, qc and patient samples.